Event description:
According to the complainant, during incoming raw material inspection, one (1) particulate matter was observed in a pinnacle 4000 milliliter (ml) eva mixing container. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.